Event description:
It was reported that an ilet screen delaminated and detached, rendering the display unusable and prompting the user to move to backup therapy, consistent with a device mechanical integrity issue involving the screen assembly. Symptoms included no reported adverse clinical effects or changes in blood glucose. Outcomes included interruption of intended device function that required a replacement device. Investigation included user troubleshooting and education, confirmation of shipping and return logistics, guidance to shut down the device to prevent alerts, and instructions on data handling and restart procedures. Investigation of this device revealed a screen bezel separation consistent with a component failure of the display module that impaired usability without affecting glucose control. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to mechanical delamination.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.